Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a stylet break was confirmed but the exact cause was unknown. The product returned for evaluation was a 3cg stylet and 5fr t/l powerpicc provena. An initial visual observation showed some use residue on the returned sample. Multiple bends or kinks were observed at the distal end of the stylet. A break was observed in the stylet, approximately 1.9 cm proximal to the distal tip of the stylet. The core wire of the stylet was observed to protrude from the proximal end of the distal segment. A microscopic observation revealed the break in the polyimide tubing was jagged with an uneven surface texture. Material necking was observed on the fracture edge of the core at the break site. Blood residue was observed within the polyimide tubing and inside the extension legs of the catheter. Multiple kinks were observed in the polyimide tubing proximal to the break site. Plastic deformation was observed in the polyimide tubing on the distal break site. The observed fracture features were indicative of catheter and/or stylet kinking, which likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown.

Event description:
It was reported "PICC team was having trouble advancing the 5f triple lumen PICC much beyond the shoulder. When the nurse pulled the PICC line out after trying several times to advance it, she noticed that the wire was sticking out of the end of the PICC. She was certain that she had pulled the wire back before inserting the PICC so she pulled it back again and noticed that the wire was still sticking out the end of the PICC. I advanced the wire forward and it came out in two pieces. The team took the patient down to ir to confirm that there was no wire in the patient and to try to place the PICC under fluoroscopy. The patient's vein made a complete loop, which is why they were unable to advance the PICC. The wire broke inside the PICC."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "PICC team was having trouble advancing the 5f triple lumen PICC much beyond the shoulder. When the nurse pulled the PICC line out after trying several times to advance it, she noticed that the wire was sticking out of the end of the PICC. She was certain that she had pulled the wire back before inserting the PICC so she pulled it back again and noticed that the wire was still sticking out the end of the PICC. I advanced the wire forward and it came out in two pieces. The team took the patient down to ir to confirm that there was no wire in the patient and to try to place the PICC under fluoroscopy. The patient's vein made a complete loop, which is why they were unable to advance the PICC. The wire broke inside the PICC."